Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.